Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device would not turn/rotate. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed the lock sleeve was not functioning properly. The assignable root cause as determined to be due to normal component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.